Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that upon a revision procedure to reposition the right atrial (ra) lead due to high pacing thresholds and poor sensing, all three leads were disconnected and then reconnected to this device. The ra lead model/serial is unknown. Upon reconnecting the leads and performing shock testing, a zero shock impedance measurement was noted. The device was explanted and a new device was implanted with the existing leads. No adverse patient effects were reported. This device will be returned for analysis.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.